Manufacturer narrative:
(B)(6). The device was serviced by a service technician as part of preventive maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-6 alarm was identified during review of the alarm log. During functional testing the cause of the condition was determined to be a damaged power supply and damaged batteries. To correct the condition, the power supply and damaged batteries were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-6 (low battery voltage 10.4v or less) alarm. There was no patient involved. No additional information is available.